Event description:
A surgeon reported that an intraocular lens (iol) was exchanged after it was noted to be dislocated. The surgeon noted that the patient had fragile zonules and tension rings had been used at the time of the original surgical procedure, but the iol dislocated despite their efforts. In a follow up, the surgeon reported the event resolved with an iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/11/2009, 08/12/2009, and 08/13/2009 by phone, fax, and mail. A completed questionaire was received on 08/14/2009. This report was mailed to FDA on: 09/09/2009.